Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted the complete lead was returned with dried blood in lumen. This lv lead is designed with an open lumen. The lead was were subject to direct current resistance testing and passed on all paths, verifying electrical performance was intact. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field.

Event description:
--

Event description:
Boston scientific received information that one day post implant the left ventricular (lv) lead exhibited poor threshold measurements and the patient was experiencing phrenic nerve stimulation. After further evaluation it was noted that the lv and right ventricular (rv) leads were dislodged. During the lead revision procedure, the physician opted to explant the lv lead and implant a new lead. During the implant of the new lv lead a dissection of the target vessel occurred, however the physician was able to place the lead with good measurements. Prior to closing, the newly implanted lv lead pulled back about 3 cm, so the physician pulled it out and attempted to reimplant it. When the physician attempted to reinsert the lead, he was unable to get past the dissection; thus the patient no longer has a lv lead implanted. The rv lead was successfully repositioned and remains implanted in the patient. No adverse patient effects were reported.